Manufacturer narrative:
The suspect device was returned for evaluation. The device was found to fail due to incorrect placement of the adhesive in the bond between the plunger and the handle cap. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Non-conformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Event description:
The account alleges that during a shunt percutaneous transluminal angioplasty (pta) procedure, vascular dilation was performed using a kaneka pta balloon. The balloon was pressurized to 30 atm on two occasions without issue. During the third pressurization, a popping sound was reported, and the pressure gauge reading dropped to 0 atm. The plunger remained engaged and did not retract. The operator then depressurized the device by grasping the lock/release bar and pulling the plunger handle. The procedure was completed using another balloon of the same part number and lot. The procedure was completed without reported patient complications.